Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was over 500 mg/dl. The customer stated that he kept receiving no delivery alarms even after changing the infusion set twice. The customer expressed thirst, increased urination, muscle cramps and breathing difficulty. The customer was treated with an IV and insulin. The customer stated that he was hospitalized because he could not lower his blood glucose to below 500 mg/dl. The customer stated that he would call back in order to finish troubleshooting the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.